Manufacturer narrative:
Results of investigation: it was reported that a revision surgery with the components rt-plus tibial component 4 cemented (art. No. 75005505 / lot no. I1514882), rt-plus femoral component right 4 cemented (art. No. 75005495 / lot no. L1508536) and rt-plus tibial insert 4/8mm (art. No. 75005482 / lot no. D1513722) was performed due to pain, infection and loosening. Patient presented signs of inflammation, capsule formation around the cement mantle, the implant, porous bone. The complaint devices, used in treatment, were not returned for investigation. The reported failure mode could not be confirmed. The complaint history review was performed for all components of the revision surgery and no further complaints were reported for devices of the same production lot for any component. No deviations from the standard manufacturing process for all components were found which could have contributed to the reported issue, the sterilization certificates of all components were reviewed. The risk management review was performed for all components, the severity and the failure mode are covered through our risk management. The current IFU (lit. No. 12.24, ed. 10/05) describes that implant failures such as infection, pain and loosening of the implant have been reported and these are listed among the possible adverse events resulting from knee arthroplasty. For the medical investigation, the provided x-ray was reviewed and is consistent with the report. The implant has been loose for a while as there has been cortical changes that show where the femoral stem has been shifting. Smith+ nephew has not received device/adequate documentation to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further medical evaluation. Based on the conducted investigation, the root cause for the reported issue could not be determined conclusively. There are not any indications that the devices did not meet the specifications at the time of manufacturing. Should the parts be returned or more information become available, the investigation will be reopened. No actions are deemed necessary at this time. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that revision surgery was performed on (B)(6) 2020 due to pain, infection and loosening. Patient presented signs of inflammation, capsule formation around the cement mantle, the implant, porous bone.